Event description:
The patient was stable and recovering from the previous day's surgery. The two infusion pumps had been in mostly continuous use with this patient since late (B)(6) 2016. Both were operating within the same space station rack. Three days after initial treatment, the first pump (milrinone,) was operating at 9.29 ml/hr when it spontaneously stopped and alarmed for a malfunction, displaying the error code 2159, which indicates an internal, electronic failure. The nurse at this time observed an immediate decrease in the patient's blood pressure from its stable value of about 140/70 to about 70/40 mmhg. This led clinicians to think the pump must have delivered a bolus of milrinone. It was about four minutes until the nurse was able to unload the IV tubing set from the pump. At the time when the first pump's tubing set was being unloaded, the nurse pressed the start/stop button twice on the second pump (epinephrine,), which had been operating at 3.3 ml/hr. (The nurse's intention was to stop the pump.) The pump stopped then immediately restarted, and one second later it alarmed for the same malfunction, code 2159. Both pumps were unloaded and sent for testing along with the space station that housed them. In order to support the patient's hemodynamics during and after the incident, the patient was given fluids (bolus 250mls albumin x1), 1 unit blood, made changes with pressors (increased vasopressin transiently), abg obtained, calcium gluconate x1, and changes were made with the impella ventricular assist device (increasing power level to 8). Staff continued monitoring patient closely, and the patient stabilized after 2 hours. Manufacturer response for infusion pump, infusomat space (per site reporter): manufacturer accepted information and gave authorization number to ship pump for further inspection and testing.